Event description:
It was reported that the home patient (hp) experienced peritonitis coincident with peritoneal dialysis (pd) therapy ten days after being hospitalized for a lung surgery. The patient was in the hospital, recovering from the lung surgery, at the time of the onset of peritonitis. It was not reported if the peritonitis event prolonged the hospitalization. The cause of peritonitis was unknown. The patient treatment for peritonitis was not reported. The patient was hospitalized for sixteen days before being discharged. At the time of this report, the patient was recovered from peritonitis. The pd therapy was ongoing. No additional information is available. This is report 3 of 5.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number h12j11037 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4).